Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4) event occurred in (B)(6). It was reported that patient faced infusion set tubing kinked event on 26-may-2024. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The following tests were completed for 10 reference samples of lot 6005164. 1. Visual inspection as per (B)(4) quality criteria for products of the inset family engesp (criterios de calidad para productos de la familia inset engesp), version 40. 10 samples visually inspected and no damages or bent. 2. (B)(4) flow test on customer complaints (B)(6), version 10. 10 reference samples meet the criteria of minimum 50ml/minute.